Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that triathlon revision case was taking place, it was noticed that when 4mm offset for the implant was used the nut was found jammed. The surgeon couldn't unjam it with any tool. The surgeon used a new implant and the second offset's nut was also found jammed. The surgeon decided to go ahead and used the 2nd offset in the baseplate. The surgeon was able to get 2nd implant in the right position without torque.